Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 429688 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that during an office visit 887 short v-v intervals was noted with the previous three month follow up visit indicated greater than 500 and some twave oversensing. The healthcare professional indicated possibility of decreasing the sensitivity to determine if the high count is alleviated. Manipulations of the pocket and arms showed no oversensing or reproduction of noise. The lead remains in use. No patient complications have been reported as a result of this event.